Manufacturer narrative:
This ipg serial number was included in a field advisory: (B)(4).

Event description:
It was reported the ipg flipped inside the pocket. In turn, the patient was experiencing pain at the ipg site and difficulty charging. As a result, the ipg was explanted and replaced. Issue resolved.